Manufacturer narrative:
The following other devices listed in this report: cat. No: 7650-2038a, sterile fluted headless 1/8" pin 3.5" long, lot code: sc15938d1. Cat. No: 77-4007, scorpio ts mod. Tib. Tray, lot code: d76mhe. Cat. No: 64786625, ti dur reg fluted stem 15x80mm, lot code: t1242. Cat. No: 64786705, ti dur reg fluted stem14x155mm, lot code: trn782. Cat. No: 76-4107r, scorpio ts fem. W/lfit, lot code: dlymld. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported patient had revision of right knee due to infection. Doctor removed femur, stem, tibia, poly and left patella. Doctor also added a spacer.

Manufacturer narrative:
Corrected data: manufacturing date. An event regarding infection involving a scorpio ts insert was reported. The event was not confirmed. Visual, dimensional, and functional inspections were not performed as no items were returned. A device history review indicated that the device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot or sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time.

Event description:
It was reported patient had revision of right knee due to infection. Doctor removed femur, stem, tibia, poly and left patella. Doctor also added a spacer.